Event description:
A hospital in (B)(6) reported that water leaked at the connection between the water feed tube and the bag spike of an mr290 autofeed humidification chamber after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only the feedset spike and about 8cm of the feedset tubing was returned for evaluation. Both spike and tubing were visually inspected. Results: it was found that the spike could be pulled from the feedset tube with some effort. Sufficient glue was present around the spike tubing connection, but it was slightly sticky and appeared to have only partially bonded. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed during use, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. Fisher & paykel healthcare is continuing to investigate why the glue may not have cured properly. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).